Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Excessive no delivery test and occlusion test weren't performed due to the motor error alarms. The motor was tested outside of the device and it passed. All of the operating currents are within specification. The device functioned properly during off no power alarm function and it passed self-test and unexpected restart. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had cracked screen. Customer's doctor advised her to get a replacement device. She didn't know how the damage occurred to the device but it might have occurred when she black out due to low blood glucose. Customer declined troubleshooting for low blood glucose and didn't provide a numerical value. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to damage. Customer agreed to return the device for analysis.